Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the electrode array became inverted, and the ring could not be deployed properly. Attempts were made to retract and redeploy the ring at the center of the left atrium, but the issue was not resolved, so the catheter was temporarily removed from the body to correct the inversion of the electrode array. The procedure was performed starting from left superior pulmonary vein (lspv), followed by left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv), and right inferior pulmonary vein (ripv). During that time, electrode array inversion occurred two more times. On one occasion, thecatheter was again removed from the body to correct the issue, and the procedure continued. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.